Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to fluid loss. It was observed that the tubing to the reservoir was kinked and broken. The reservoir was explanted and replaced. There were no patient complications reported.